Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00771301000, modular femoral stem, lot # 61237657, item # 00877504002, bioloxâ® delta femoral head, lot # 2518647, item # 00875101240, liner neutral , lot # 61345352, item # 00875705601, shell with cluster holes, lot # 61430669. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2019-00256, 0001822565-2019-00257.

Event description:
It was reported that a patient was revised due to periprosthetic fracture approximately 8 years post implantation. Patient experienced a periprosthetic fracture resulting from a fall of unknown origin. Operative notes indicated long spiral fracture that caused 3 large fragments; greater trochanter, lateral cortex, and medical calcar fragment with shaft being lone intact fragment. Attempts have been made, and no further information has been provided.